Manufacturer narrative:
Sections with additional information as of 15-jul-2024: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 37 mg/dl. The customer¿s expected am fasting blood glucose test result range is 130-160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 62 mg/dl using true metrix air meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 08/13/2025 and open vial date is 05/14/2024. The meter memory was reviewed for previous test result history (only 3 results provided): result 1: 37 mg/dl date: (B)(6) 2024, time: 9:20 am, fasting; result 2: 138 mg/dl date: (B)(6) 2024, time: 1:16 pm, fasting; result 3: 151 mg/dl date: (B)(6) 2024, time: 8:00 pm, 2 hrs. After meal.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 28-may-2023 to ensure and to ensure the customer¿s initial concern was resolved- the customer stated that she is comfortable with the glucose readings from the replacement products.